Event description:
The patient presented to the hospital with pleuritic chest pain. An echocardiogram revealed a pericardial effusion with a diagnosis of possible micro perforation from the right ventricular (rv) or right atrial (ra) lead. The rv lead also exhibited a post-operative rise in thresholds into a high range. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management trend data shows threshold measurement increased from 0.375v on (B)(6) 2015 to 1.75v on (B)(6) 2015.